Event description:
It was reported that noise was observed from this system and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that the noise was over-sensed and present in all three sensing channels from the right ventricular (rv) lead. This over-sensing subsequently resulted in pacing inhibition and asystole greater than two seconds for this pacemaker-dependent patient. Due to the frequency of the noise, it was consistent with minute ventilation (mv) sensor signal over-sensing. Ts recommended that the patient be assessed in-clinic via provocative maneuvers and diagnostic imaging to evaluate the rv lead integrity. The patient was evaluated in-clinic where noise was provoked via arm movement. X-ray imaging was also performed. Additionally, all lead impedance measurements were stable and in-range. These results were forwarded to ts where it was discussed that the evoked noise via arm maneuvers was like the benign myopotential noise on the shock channel. It was recommended to program the mv feature off to prevent further over-sensing. The physician disabled the mv feature and is continuing with remote monitoring. At this time, the device and rv lead remain implanted and in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that noise was observed from this system and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that the noise was over-sensed and present in all three sensing channels from the right ventricular (rv) lead. This over-sensing subsequently resulted in pacing inhibition and asystole greater than two seconds for this pacemaker-dependent patient. Due to the frequency of the noise, it was consistent with minute ventilation (mv) sensor signal over-sensing. Ts recommended that the patient be assessed in-clinic via provocative maneuvers and diagnostic imaging to evaluate the rv lead integrity. The patient was evaluated in-clinic where noise was provoked via arm movement. X-ray imaging was also performed. Additionally, all lead impedance measurements were stable and in-range. These results were forwarded to ts where it was discussed that the evoked noise via arm maneuvers was like the benign myopotential noise on the shock channel. It was recommended to program the mv feature off to prevent further over-sensing. The physician disabled the mv feature and is continuing with remote monitoring. At this time, the device and rv lead remain implanted and in-service.